Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and de novo distal femoral artery. There was some resistance during the release of the 6 x 150 supera self expanding stent system (sess), and the stent could not deploy. Attempts were made to unlock the sess, but when the stent could not release, a decision was made to remove it from the anatomy. When the sess was removed, the tip detached outside the anatomy. Balloon angioplasty was performed, ending the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned device. The tip detachment was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that fluoroscopy was not used when removing the delivery system. It should be noted that the supera instruction for use instructs: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.